Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The field service engineer (fse) lubricated the gear on the syringe pump as it was not dosing properly to resolve the ca filing bilirubin. The fse replaced the waste pump as it was not draining properly, causing the cb failure. The system was then operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca controls failing bilirubin and cb controls failing blood on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.